Manufacturer narrative:
The investigation determined that a discordant (B)(6) result for a patient sample was obtained when tested with vitros anti-hiv 1+2 (ahiv) reagent using a vitros eci immunodiagnostic system, when compared with the expected (B)(6) result for the patient. The assignable cause for the event could not be determined. The age of the sample or sample mix-up could not be ruled out as contributing factors. There is no evidence that the instrument malfunctioned.

Event description:
A discordant (B)(6)result for a patient sample was obtained when tested with vitros anti-hiv 1+2 (ahiv) reagent using a vitros eci immunodiagnostic system, when compared with the expected positive result for the patient. Ortho result: (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. No results were reported to a physician and no allegation of patient harm was made as a result of the event. (B)(4).